Event description:
A high blood glucose level of 300 mg/dl was reported, with the suspected cause remaining unknown. The customer used both a cgm and a bg meter to confirm the levels. There was no adverse impact on the customer's blood glucose level. Corrective actions included the administration of a correction bolus via a pump and a correction injection via mdi. The customer, guided by technical support, replaced both the infusion set and cartridge after ensuring insulin was at room temperature and all gaps and air bubbles were removed. After the replacement, insulin delivery resumed successfully, with no further action required.